Event description:
Additional information was received indicating a wireless communication issue was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and a diagnostic issue was observed. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.